Manufacturer narrative:
Since the subject device has not been returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed when the subject device was connected with the evis exera ii series endoscope before the procedure during the test. The user also said that the cable of the subject device changed but it was not worked and only this combination, the subject device and the evis exera ii series endoscope was not displayed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. At the incoming inspection for the repair, the service department of olympus europe se & co. Kg (oekg) checked the subject device and duplicated the reported phenomenon. The service department of oekg found the printed circuit board failure of the subject device which might have caused the reported phenomenon. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg there was the possibility that the reported phenomenon was attributed to the printed circuit board failure. If additional information becomes available, this report will be supplemented.